Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 126 mg/dl at the time of the call. The customer was given insulin pens to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer kept getting compromised force sensor system alarms and lost sensor alarms. The customer was unable to exit the prime loop. The pump had a protruded drive support cap which they pushed in. The customer stated the pump over delivered insulin. Troubleshooting was not completed due to the rewind issue. The insulin pump will be returned for analysis.